Manufacturer narrative:
Follow-up #1: date of submission 02/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: a review of the pump black box revealed a cs 054 and cs 052 alarm. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms observed. There was no evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.